Event description:
The patient reported that she underwent a hip replacement surgery approximately 49 months to 13 months prior and is experiencing pain and discomfort. The following day she made another call to report that she had also been experiencing difficulty walking and had underwent a revision procedure. No revision date was provided. No additional information is available.

Manufacturer narrative:
D6a: unknown date between 2021 and 2023. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.